Event description:
The affiliate reported a customer who experienced "burning to his fingertips and white patches appeared" following the removal of items after a completed cycle from the sterrad nx. The customer "doused" the contact area liberally with water. The employee did not seek medical attention or require treatment. The quality coordinator visited the customer, and could not identify the cause of the issue. The service engineer went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The field engineer found the unit to be working "perfectly".